Manufacturer narrative:
Investigation type: eitan medical investigated the pump. Investigation findings: the complaint was neither confirmed nor reproduced. Conclusion: the pump was found to meet its specifications. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm occurred and no medical intervention was required as a result of the event. The type of drug used during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: no indication of over delivery was observed in the event log investigation. All investigated treatments were completed without any irregularities. Conclusion: at this time, there is no indication of any irregularities. Eitan medical has requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in an additional report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm occurred and no medical intervention was required as a result of the event. The type of drug used during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Eitan medical requested the pump and the event log for investigation. To date, none have been received. When received, the investigation findings will be detailed in a follow-up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm occurred and no medical intervention was required as a result of the event. The type of drug used during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.